Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridges were dislodged partially or completely from the pump. The customer's blood glucose (bg) level was 398 mg/dl. The supplies were changed and a bolus via the pump was delivered or a manual injection was administered to address the bg level. Reportedly, the customer reverted to an alternate pump for insulin therapy.